Manufacturer narrative:
The reported event of premature separation was confirmed. As received, a complete catheter was returned in one piece with the protective sleeve covering the distal cap. Final analysis found the tether control knob was in aligned position, but the bullets were found to be misaligned. X-ray examination found the release tether wire slipped inside the tether screw as received, which could have contributed to the event reported in the field. No further anomalies were detected.

Event description:
It was reported that during implant procedure, the novel leadless pacemaker prematurely separated from the delivery catheter. The device was successfully installed. There were no patient consequences.